Event description:
It was reported that the patient had an overstimulation sensation and pain in their leg. The patient had a ¿rough night¿ the night prior to the report due to their patient programmer going from 0 to 2.90 with no stimulation titration in between. They tried turning their stimulation off but when they turned it back on it would jump again even from 2.20 to 2.90 so the patient just left it at 0 but left their implantable neurostimulator (ins) on so the patient could still feel slight stimulation when laying down. The patient saw a manufacturer representative about 3 weeks prior to the report for a tweaking and adjustment of their device unrelated to these issues. The patient had another doctor¿s appointment on 2014-(B)(6) for a regular monthly check up. The patient was assisted in turning their ins on and off during the report. The patient was able to adjust the ins settings from 0 to 1.20 where the patient said that the stimulation was comfortable. There were proper programmer operation and adjustment settings during the report. Additional information has been requested, but was not available as of the date of this report. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Concomitant: product ID 39565-65, serial# (B)(4), implanted: 2012-(B)(6), product type lead. (B)(4).